Event description:
It was reported that during a 2.7 small frag plate on a clavicle, and the 2.7 nl head popped off and the screw was stuck in the patient and it took 45 minutes to remove.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.